Event description:
A customer in the u.s. Reported a small amount of smoke from their express 2 centrifuge. The customer unplugged the centrifuge and called the repair dept. There were no reports of sparks or flames, the fire dept was not called and there was no report of injury due to the smoke. The customer did not report that any pt samples were lost.

Manufacturer narrative:
The unit was returned to the MFR for repair and further investigation. Upon inspection by the MFR is was noted that a component on the circuit board was burned. There were no reports of burning smell, smoke, flames or sparks and the fire dept was not called the unit will be repaired and returned to the customer. (B)(4).